Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2020-00351: case 1, 3025141-2020-00352: case 2.

Event description:
Article: why fibular nailing can be an efficient treatment strategy for ao type 44-b ankle fractures in the elderly; peeperkorn, sam; nijs, stefaan and hoekstra, harm; journal of foot & ankle surgery (2018). Case 3: patient experienced persistent pain at the level of the percutaneous introduction of the nail post op following implantation of a fibula nail. The nail was explanted in a revision surgery.